Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der state that the surgeon said the patients stem subsided and needed to be revised to a cemented stem. He believed the patients stem subsided due to a fall after surgery. He was able to remove stem and bipolar head and replaced with a cemented stem and new bipolar head. It was also reported that there was a loosening at the summit stem at bone to implant interface. (B)(6) 2017; (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.